Event description:
Related manufacturer report number: 2916596-2023-07335. It was reported that the patient went for a routine examination on (B)(6) 2023 and no incidents were reported. However, log files showed there were a total of 6 pump stops. The batteries were disconnected, followed by the driveline, which resulted in a red heart alarm. This alarm had been muted. The patient was questioned on the findings and stated they changed their batteries twice a day and would sleep on the batteries. The patient also claimed not seeing the red heart alarm. The only alarm the patient recalled were the low voltage alarm when it was time to change out the batteries. The patient's wife confirmed these events as well.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events which appeared to be associated with driveline disconnect events. A specific cause for the disconnections of the driveline could not be conclusively determined though this evaluation. The controller event log files collectively contained events from 22sep2023 through 05oct2023. The controller periodic log files collectively contained data from 21sep2023 through 05oct2023. Multiple pump stops were observed due to disconnections of the driveline between 21sep2023 and 28sep2023. Following each subsequent reconnection of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended while the driveline was connected. An additional pump reset was captured in the lvad event log file on 20sep2023. A specific cause for this reset could not be conclusively determined as there was no corresponding controller event data available. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU and patient handbook warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 2 of the IFU and section 2 of the patient handbook instruct the user to "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.